Manufacturer narrative:
(B)(4). This lot was manufactured between october 18, 2013 and october 19, 2013. The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
A customer reported a leaking infusor elastomeric device. This condition was noted prior to patient connection. No patient involved. No additional information is available.